Event description:
This device was explanted due to eos. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eos, which was triggered on (B)(6) 2014, three months after explantation. A number of 46 charging cycles was documented. The amount of charge taken from the battery was verified and found to be normal and as expected. The eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock, however the charging was aborted, indicating a depleted battery. In conclusion, the ICD was fully functional while implanted and in service. The battery status eos was anticipated. Biotronik monitors the post-market performance of its products sensitively in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.